Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) would not go into the continuous mode" was not confirmed during the functional testing and the archive data review. Unable to duplicate the reported complaint during the testing and the autopulse platform went into the continuous mode multiple times without any problem. Upon visual inspection, unrelated to the reported complaint observed crack on the front and bottom enclosures of the platform. The cause for the physical damage was due to the normal wear and tear of the platform. The autopulse platform was manufactured on 2014 and is 5 years old, reached the expected service life of 5 years. The front enclosure and the bottom enclosure were replaced to remedy the damage. The autopulse platform failed the initial functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message, unrelated to the reported complaint. The root cause for the ua17 error message was due to the brake gap being out of specification. The brake gap was adjusted to remedy the ua17 error. Unrelated to the reported complaint, the archive data review showed occurrence of multiple ua17 error messages on the reported complaint date. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification.

Event description:
During patient use, the autopulse platform (sn (B)(4)) would not go into the continuous mode. No user advisory (ua) error was observed. The crew reverted to manual CPR. No known impact or consequence to patient information was provided.